Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - (B)(6) 2014: the ICD lead was observed to be oversensing and some appropriate shocks had been delivered. A revision was performed on (B)(6) 2014. The pace/sense portion of the lead was disconnected and other pacing lead, which had been implanted (B)(6) 2005 when the pt was using a ddd pacemaker, was reconnected. The physician considered that the cause was external stress or possibly procedure related. The physician did not consider this event to be a complaint despite the suspicion of a lead fracture.